Manufacturer narrative:
Based on the limited information available for this report, it is not known what role, if any, the lava ultimate may have played in the reported outcome. Other factors, such as prior tooth history or dental treatments, may have played a role in the need for the reported tooth extraction.

Event description:
On (B)(6) 2016, a dental professional reported that a patient (age and gender not provided) required tooth extraction. The extracted tooth was reported to have a 3m espe lava ultimate cad/cam restorative for cerec restoration; details on the date the restoration was placed, date of extraction and prior history of the tooth were not provided.